Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis

Event description:
It was reported that the ventilator displayed an air leakage alarm during a ward check, and the water bag leaked after the intubation was cut and the tube was removed. There was patient involvement, but no harm/adverse event was reported.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.